Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, during the initial right superior pulmonary vein (rspv) ablation, a decrease in diaphragmatic contraction strength was detected. A double stop was performed and the spontaneous movement of the diaphragm was observed. Additionally, it was indicated that there was ¿no obvious sign¿ of diaphragmatic injury. However, ¿twitching could not be inducted despite the fact that pacing was performed¿. The case was able to be completed with cryo. No further patient complications have been reported as a result of this event. Further information revealed that the phrenic nerve palsy (pnp) did not recover.

Manufacturer narrative:
Product event summary: clinical data files were received and analyzed. The files showed at least eight injections were performed with catheter (B)(4) without any issue on the date of the event. Clinical issues (phrenic nerve injury) were encountered during the procedure; the device has not been returned for investigation. No product malfunction was reported. The reported clinical issue cannot be confirmed through data analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.